Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the previous medwatch reports. Please reference section a2, a3a, a5a, a5b, and b5.

Event description:
Complainant alleged that while attempting to cardiovert a 64-year-old male patient, the device failed to cardiovert the patient. A second cardioversion was completed and the patient experienced ventricular fibrillation. The clinicians began CPR and delivered three shocks to the patient and were able to achieve return of spontaneous circulation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to cardiovert the patient. A second cardioversion was completed and the patient experienced ventricular fibrillation. The clinicians began CPR and delivered three shocks to the patient and were able to achieve return of spontaneous circulation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. The log review suggests the device acted appropriately and advised the user to change lead during synchronized detection. We can also see from the log that when all criteria is met, the device delivers a synchronized shock. No trend is associated with reports of this type.